Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16105. It was reported that the patient's ipg could not enter into MRI mode, and troubleshooting did not resolve the issue. High impedances were measured at the lead contacts. As a result, surgery occurred in which the ipg and lead were explanted.